Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that this type of event can occur. Under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." Product location unknown.

Event description:
Patient underwent right knee revision approximately 24 months post-implantation due to dislocation of the tibial bearing. During the procedure, the tibial bearing was removed and replaced.